Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced extrusion of the electrode array and headaches with the device. Revision surgery is planned; however yet to occur as of the date of this report (B)(6) 2018.